Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil and rv defib coil. The rv defib coil was noted with variable measurements. Noise was noted when the patient did isometric movements. The pocket was re-opened to inspect the connection of the lead into the device header. Visual and fluoro inspection showed no issue noted with lead integrity and the lead tested within normal limits. The physician decided to replace the device suspecting issues with device header connection or setscrew. The device was explanted and was replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2010; 419688, lead, implanted: (B)(6) 2010. (B)(4).